Event description:
Customer sent a repair request reported with an issue of "the insertion part is dented and rattling". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the image guide (ig) coil coating was found peeling (1mm2 or more). This report is being submitted for the coating material of the ig found peeling during device evaluation.

Manufacturer narrative:
Device return evaluation was completed . The customer reported issue was confirmed. Device evaluation service repair noted the flexible tube of the insertion section found crushed due to external factors. In addition, the bending angle found insufficient due to the elongation of the angle wire and the ig coil coating was found peeling , has come off (1mm2 or more). Furthermore, the following findings during inspection were noted on the device: the curved tube is crushed due to external factors. There is peeling of the index on the connection part of the operation part due to handling. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.